Event description:
It was reported that a malfunction occurred with the pump, displaying malfunction code 0. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer technical support provided instructions on resetting the pump, which resolved the issue, allowing the customer to continue using the pump. The customer was advised to call back if the malfunction recurred, and they acknowledged understanding of the instructions.